Manufacturer narrative:
Product ID: 3889-28, lot# va0g7hg, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0g7hg, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Please reference to report 3004209178-2014-08843. This event regarding the lead (broken insulation) was also reported under manufacturer report #3004209178-2014-08843 [additional information received reports impedance testing was performed. A broken insulation was determined. The lead and the stimulator was replaced. The patient outcome was noted as still symptomatic but ¿hanging¿ settings.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2014-08843). The information provided indicates no malfunction or serious injury against stimulator serial #(B)(4).

Event description:
It was reported that the patient asked for field representative to speak with a patient. The patient states she had surgery on two days before reported event date in (B)(6) area. The patient states her husband called the patient urologist office this morning and never received a response. The patient states she was having some problems all night last night. The patient states "I am having more problems since I had the device put in, than before I had it put in." The patient had another interstim device implanted in (B)(6) 2012. The patient states she has had so many other health problems and they just now had to put in another this past two days. The patient¿s clarifies the current device implanted a couple of days ago, the patient has been having problems with it since she had it implanted. The patient was not doing so good, having a lot of urgency and frequency. The patient states she had an awful time with a lot of accidents since she's had her surgery a couple of day ago and it is worse than ever before. The patient would like to speak to with the representative regarding issues she was having. The patient states device was not functioning for patient as it should. Additional information received reports a broken insulation on the lead. The lead and the stimulator was replaced. It was noted that the patient outcome was pending.